Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were obtained through a review of the surgical history previously provided by the physician. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The cuff, pressure-regulating balloon (prb), and pump were returned. The cuff and the prb were visually inspected, microscopically examined, and leak tested; all tests were passed. Visual inspection of the pump noted no damage; however, tissue foreign material was observed in the inside. The pump passed leak testing, and functional testing was not performed due to the observed contamination of the pump. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary, and the complaint investigation conclusion code is no problem detected.

Event description:
It was reported that the patient experienced recurrent urinary incontinence with this artificial urinary sphincter (aus) due to urethral atrophy, as there was no coaptation observed. All components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported and the patient is expected to fully recover.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurrent urinary incontinence with this artificial urinary sphincter (aus) due to urethral atrophy, as there was no coaptation observed. All components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported and the patient is expected to fully recover.